Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that the device displayed the error ¿ventilator failure, please ventilate manually¿ during pc ventilation. Manual ventilation was possible without any problems. No injury reported.

Event description:
It was reported that the device displayed the error ¿ventilator failure, please ventilate manually¿ during pc ventilation. Manual ventilation was possible without any problems. No injury reported.

Manufacturer narrative:
The logfile was analysed. It was found that the device forced a safety shutdown of automatic ventilation due to a too high detected inspiratory pressure. The device posted the corresponding ¿ventilator failure¿ alarm. Manual ventilation and the monitoring functions remain available to the full extent. Possible reasons can be a sporadic high resistance in the hose system due to squeezed hoses, patient activity or repositioning of the patient. As the device passed the system and leakage test before and after the case in question without any deviations a device failure seems unlikely. Finally, the exact cause of the inspiratory high pressure could not be identified. It can be concluded that the device has reacted on the detected pressure situation as specified by triggering a safety shutdown and posting the corresponding alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.